Event description:
In 2009, the lifescan sales representative/rptr contacted lifescan (lfs) china on behalf of the lay-user/pt alleging that the one touch ultra meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate. The pt was diagnosed with diabetes type 1 eighteen days prior. The pt manages her diabetes with humulin r insulin based on a sliding scale per the lfs meter readings. On the day prior to original date at 10:45am, the pt obtained an alleged inaccurate high reading of "4.4 mmol/l," which the pt's parents thought was normal. The pt had some fruits and vegetables before lunch time. Thirty mins prior to having lunch, the pt was given 7 units of humulin per the reported reading on the lfs meter. The pt reportedly developed "hypoglycemia symptoms" 40 mins later and was taken to the hospital by emergency services. Upon arrival, the healthcare provider treated the pt with 5% IV glucose. The pt "came to herself after 10 mins and her condition was steady." At the hospital, the pt reported blood glucose results of "6.4 mmol/l" with a lifescan meter and "3.8 mmol/l" on a laboratory device, performed within 10 mins of each other. Between the tests there was no reported intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Based on the lab to meter comparison, the pt/pt's parent felt that the "4.4 mmol/l" prior to the hospital incident was inaccurately high and that they gave the pt "more insulin." During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the test strips were damaged, and the reported meter readings were confirmed in the meter's memory. In addition, the rptr indicated there was a strong smell of alcohol in the vial. The control solution result of "7.5 mmol/l" was within the control range of "6.1-8.2 mmol/l." This complaint is being reported because the rptr claimed that the pt had "hypoglycemia symptoms" and was treated with IV glucose at the hospital after the pt received insulin per an alleged inaccurate high reading obtained on the lfs. Meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.